Event description:
It was reported that during surgery on the left orif of the proximal humorous, the head of the screw snapped off while seating and locking down the screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.